Event description:
A user facility reported this lma was kinked in two places. When it was inserted into a pt, the physician could not get a patent airway. The lma was removed and replaced with another. There was no pt injury or problems. The user facility has been requested to return the device for evaluation.